Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, (B)(4). All others apply to the ins. Analysis of the desktop charger (# (B)(4)) revealed the device had broken connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for complex reg pain syndrome type ii. It was reported that the patient noticed that the connector pin looked a little bit off kilter 3-4 days ago when they last recharged their ins. Yesterday, they had a broken connector pin, and their ins was low, so their stimulation turned off and they had a return of pain in their full body. No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.